Manufacturer narrative:
Method: testing was performed on actual devices associated with this report. Implantech reviewed production/manufacturing records. Results: evaluation found no device problem. (Device complied with specifications.) Conclusion: no problem was detected.

Event description:
(This is the same patient and same event being reported in medwatch report # 2028924-2018-00007.) Complainant reported that the dimensions of the implants did not match those that we have listed. The initial report indicated that the patient had been put under anesthesia, and they had to wake her up without doing the surgery due to their concerns regarding the dimensions. Subsequent follow-up revealed that the patient had other surgical procedures performed on that date, and that the intended surgery to implant the "subject" devices was not the sole reason why the patient was placed under anesthesia. No subsequent intervention has been reported. Though there is no clear information that the reported event necessarily constitutes a serious injury, implantech has elected to report this event in the abundance of caution. (The event date will be considered to be (B)(6) 2018, the date of the surgery in which "subject" devices were not implanted due to the concerns reported above.)